Event description:
A consumer reported an eri (elective replacement indicator) was seen with an allegation of dissatisfaction with the implantable neurostimulator (ins) longevity. The consumer noted his first ins lasted almost 5 years, then it was replaced in (B)(6) 2015, and then replaced again in (B)(6) 2015. He met with a representative on (B)(6) 2016 who indicated everything was fine. He believes he first saw the eri about (B)(6) 2016. Additional information received from a manufacturer representative reported that a replacement had not been scheduled yet. Indication for use included non-malignant pain.

Event description:
Additional information was received from the company representative (rep) on (B)(6) 2016 stating that the implantable neurostimulator (ins) was replaced the previous day. It was kept by the surgery center and was not returned for analysis. The rep stated that the stimulation settings were normal, and they attached images of an interrogation printout. The printout indicated that there were three available groups, and the active group was a. All impedance results with reference 0 were within normal limits. However, the impedance readings between 8 and 10 were <150 ohms. Program a3 impedance was 662 ohms at 5.145 ma; program b3 was 609 ohms at 9.851 ma, and program d3 was 652 ohms at 11.170 ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.